Event description:
The initial reporter advised shiley that a patient with a bjork-shiley convexo-concave mechanical heart valve had his/her valve "removed in a related surgical proceeding" and the valve was reported to have a single leg separation upon examination. The patient survived surgery.

Manufacturer narrative:
No medwatch report was received from the user facility.